Event description:
It was reported that the customer received a motor error during bolus. Customer's blood glucose was 70 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, and excessive no delivery test. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.